Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized for low blood glucose (18 mg/dl). Reportedly, customer is a brittle diabetic. Customer was treated at the hospital but could not provide specific information. Customer was released from hospital "shortly after admittance".